Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if any further issues arose.